Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings:.the battery compartment was observed to be cracked on the side of the pump running from the case seal to the left corner of the bumper pad. There was also another battery compartment crack running from the threads to the top of the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the battery compartment was cracked. There was no reported adverse event associated with this complaint. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.